Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope to the olympus service center. Upon inspection and testing of the customer returned device, foreign material was found in the forceps elevator of the scope due to insufficient or incorrect reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, grip scratched, lock engagement lever scratched, air/water, and suction cylinder discolored, switch box, and light/right angulation control knob scratched, electrical connector discolored, cracked on distal end, connecting tube cut, foreign material or stain on distal end, adhesive around light guide lens and objective lens peeled, distal end shaved, left arm corroded, universal cord coating peeling, and foreign material in scope forceps elevator. The device faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to the initial medwatch. The aware date should be 22-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material was not able to be removed due to insufficient brushing around the forceps elevator. A definitive root cause cannot be identified. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope: inspection of the endoscope: inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section 6.2, ¿inspection before each patient procedure¿ on page 73." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "Brushing around the forceps elevator and instrument channel outlet" olympus will continue to monitor the field performance of this device.